Manufacturer narrative:
(B)(4). Concomitant medical products: all poly patella standard size 35 mm diameter 9.0 mm thickness cemented, item# 00597206535, lot# 64325356. Stem extension straight 10mm dia x 100mm length(combined length 145mm), item# 00598801010, lot# 64413907. Tibial component precoat size 3, item# 00588000300, lot# 64393895. Stem extension straight 13mm dia x 100mm length(combined length 145mm), item# 00598801013 ,lot# 64454566. Femoral component option for cemented use only size d right, item# 00588001402, lot# 64230855. Report source - (B)(6). Customer has not indicated whether or not the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately eight months¿ post implantation due to post-surgical pain. It is further reported that the screw backed out of the hinge post. There is no additional information available at this time.

Event description:
Upon further investigation it was determined that this report was submitted in error. Additional information received indicates that this complaint is a duplicate of (B)(4) and the event will be reported under that complaint number.

Manufacturer narrative:
Upon further investigation it was determined that this report was submitted in error. Additional information received indicates that this complaint is a duplicate of (B)(4) and the event will be reported under that complaint number.